Manufacturer narrative:
According to the report, the sologrip iii handpiece was observed to be smoking toward the end of the procedure. The handpiece was returned and evaluated. During evaluation, the fiber within the handpiece was found to be charred and nearly severed. Additionally, there was charring to the inside of the handpiece surrounding the damaged area of fiber. A review of the manufacturing records was performed and indicated the handpiece was manufactured according to all manufacturing specifications. Fiber damage can occur within the handpiece when the movement of the fiber within the handpiece is restricted. The observed damage was most likely caused from bending the strain relief tubing while moving the thumbslide, resulting in restriction of the fiber and buckling of the fiber within in the handpiece. When the laser is pulsed extreme heat is produced resulting in charring of the fiber. It has been determined that there are not adequate precautions against restriction of the fiber or bending of the strain relief which would result in restriction of the fiber. As a corrective action, an attention label is now adhered to the device packaging. The label provides additional handling instruction designed to prevent a recurrence of this type of event. At the time the report was received, cardiogenesis did not believe the event met the reporting requirements of 21 cfr 803. The event did not involve injury to the patient, user, or any other individual. Furthermore, the event was considered to be of a nature such that a recurrence could not reasonably be expected to cause injury or death because the malfunction was confined to the handpiece housing which does not contact the patient.

Event description:
According to the report, the handpiece was observed to be smoking toward the end of the case.